Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006. Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that a patient with this neurostimulator had pain from their stimulation and a lack of efficacy in their symptom management. The patient mentioned has recently had their device reprogrammed, and the stimulation has been uncomfortable since the change. The patient's urinary incontinence and urinary frequency symptoms are not being managed; the patient is still leaking. The therapy support specialist attempted to help the patient turn down the stimulation to see if it would help with the pain and discomfort, and the patient mentioned that attempting to decrease stimulation elevated their discomfort. The representative reprogrammed the patient. The patient was not in pain and as of on (B)(6) 2025, their symptoms are below baseline. There were no additional patient complications.

Manufacturer narrative:
Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, incontinence, undesired sensations, urinary frequency, and implant pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator had pain from their stimulation and a lack of efficacy in their symptom management. The patient mentioned has recently had their device reprogrammed, and the stimulation has been uncomfortable since the change. The patient's urinary incontinence and urinary frequency symptoms are not being managed; the patient is still leaking. The therapy support specialist attempted to help the patient turn down the stimulation to see if it would help with the pain and discomfort, and the patient mentioned that attempting to decrease stimulation elevated their discomfort. The representative reprogrammed the patient. The patient was not in pain and as of (B)(6) 2025, their symptoms are below baseline. There were no additional patient complications.